Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused bacterial peritonitis. The break in aseptic technique was further described as a fan was left on in the room. The bacterial peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the bacterial peritonitis event. Beginning on the day of onset, the patient was treated with vancomycin 2 gram every 3 days intraperitoneally (ip) (duration not reported) and cefapime 1 gram daily ip (duration not reported) for the bacterial peritonitis event. At the time of this report, antibiotic therapy was reported to be ongoing. The patient was recovering from the bacterial peritonitis event. On the day of onset, the patient was retrained on proper aseptic technique. Dianeal and extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.